Manufacturer narrative:
Device 3 of 3. (B)(4). No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product end user that he had a sample pack of the product in which he used. The end user reports that the "eyelets were rough when he was inserting the catheter. He reports he has scar tissue internally that is generally sensitive but when the catheter passed over this area these catheters he felt more discomfort than other catheters used in the past." According to the end user he did use the enclosed water sachet with the product. No photographs depicting the reported complaint issue were received. No lot number provided.